Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The physician¿s evaluation confirmed the presence of purulent discharge at the evoke closed loop stimulator (cls) implant site. The evoke scs system was explanted, and antibiotics were prescribed to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.